Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
No conclusion code available the report of premature battery depletion was confirmed. Bench testing was performed, and no sources of high current were noted. Further analysis of the battery confirmed the cause for the reported premature battery depletion was due to the presence of lithium clusters. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, premature battery depletion was noted. The device was explanted and replaced. The patient is in good condition following the procedure.